Manufacturer narrative:
Initial reporter facility name and initial reporter address 1: (B)(6). (B)(4). The complainant indicated that the device is in pending service and not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that an auriga xl 4007 laser console was used during a procedure, performed on (B)(6) 2022. During the procedure, the laser console alerted system error code 1413: "power pack - simmer error." The procedure was unable to be completed due to this event. There were no patient complications reported as a result of this event.